Event description:
The reporter for the meter user, stated that she did back to back blood glucose tests, within ten minutes, using separate finger sticks. The results were 186, 144 and 167 mg/dl. She did not have any symptoms. They had done a control test, before calling, which was reported in range. On follow up, the lifescan representative learned that the reporter's caretaker (same address, relationship unknown) had placed the call for the reporter. Meter cleaning was not being done, and training was given. Tests 4x a day, gets good coverage and checks the confirmation dot.